Event description:
Caller reported aviva system blood glucose results. 438 mg/dl at 7:53 pm, 212 mg/dl at 7:54 pm, 168 mg/dl at 7:55 pm, 185 mg/dl at 7:56 pm, and 131 mg/dl at 7:59 pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.